Event description:
It was reported that following a fall, patient's both of the t12 drg leads had fractured. Additionally, right s1 drg lead had high impedances. As a result, surgical intervention took place on (B)(6) 2025, wherein both of the t12 and right s1 drg leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates, s1 lead sn: (B)(6) was explanted on (B)(6) 2025 and not sn:(B)(6) as mentioned previously in initial report. Additional information not included in initial b5: it is unknown which s1 lead caused the issue.

Manufacturer narrative:
Corrected d4 - additional device information: corrected sn of the reported lead. Updated missing d10 concomitant medical product- drg lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.